Manufacturer narrative:
Event date: on an unreported date in (B)(6) 2016, the patient was diagnosed with peritonitis. Initial reporter phone no. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy effluent. The break in aseptic technique was further described as improper changing of solution. On an unreported date, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies not reported, given intraperitoneally) added into dianeal solution 2-3 times for the event of peritonitis. The effluent was clear after the treatment. The patient was in the hospital for a half a month and had pd therapy 5-6 times during hospitalization. On an unreported date, the patient was discharged from the hospital and came back home. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.